Event description:
The customer reports an evis exera iii colonovideoscope failed microbiological testing multiple times after manual cleaning and soluscope. Customer believes the scope could be faulty, resulting in the positive cultures. The scope was sent to olympus for evaluation and along with a microbiological scope washing result obtained (B)(6) 2022 from the suspect scope that showed klebsiella pneumonia <10 cfu and pseudomonas aeruginosa <10 cfu additional information has been requested from customer. At this time, no additional information has been provided.

Manufacturer narrative:
The device referenced in this report is expected to be evaluated by olympus. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Three attempts were performed to obtain the customers culture test results, reprocessing steps, and additional information. No response was received from the customer. The device was evaluated and the following defects were found: biopsy channel leaking. Distal end insulation test failed. Bending section heavy, tension or poor bending form. Light guide lens chipped or cracked. Objective lens chipped or cracked. A rubber adhesive detached, chipped, cracked, or has a burr. Universal cord buckled or wrinkled. Angle knobs not locking correctly. These defects were not considered severe enough to cause a potential adverse event and are likely due to wear and tear damage from use over an extended period of time. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the relationship between the positive culture and the device cannot be confirmed. Growth of microorganisms was found through culture testing by the user after reprocessing. Since olympus did not conduct additional microbial testing and the customer did not specify their reprocessing steps, the root cause cannot be identified. The following is included in the instructions for use (IFU): "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them."